Manufacturer narrative:
Email is: regulatory.(B)(6). H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause for a pump not priming is the cassette tubing. The double pump/activation during priming process happens 10 times, and is normal and not a malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pump malfunction; and that the patient did pass out and is currently admitted to the hospital and doing better now. The patient's mother also reported that when the patient was trying to troubleshoot the malfunction, the tubing wasn't priming; the patient experienced some lapse in infusion and passed out. It is unknown if the medical doctor was aware.